Event description:
The 6dct and 6dic devices that are the subject of this rpt were discarded and are not available to be returned to the MFR for identification, analysis and investigation. However, several (exact quantity unk) of unused 6dic's from the suspected lot numbers are being returned for analysis and investigation. Nineteen(19) size 6 dic's devices were returned on 10/8/97.

Manufacturer narrative:
The MFR's analysis and evaluation of the returned 6 dic devices could not confirm or duplicate the rpt'd cannula non-conformances. A simulated ventilator test was performed in which no air leakage or disconnects was duplicated or recorded. The returned 6dic's met all performance parameters. A review of the mfg records indicates that these lots were 100% inspected and acceptable prior to release.